Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H4: the lot was manufactured between august 5-6, 2024. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a ruptured bladder, with fluid from the ruptured bladder contained within the housing. The upper area of the device is not designed to be completely sealed, fluid contained inside the housing is expected to leak out when it is positioned sideways or upside-down. The reported condition was identified as ruptured bladder. The cause of the condition could not be determined. However, a likely cause of the bladder rupture could be attributed to inherent variation in the bladder material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured and the fluid leaked out of the pump. This occurred during patient infusion. The device contained fluorouracil in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.